Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that about 7 weeks ago he started hearing strange noises while using the device. The user was referred to the surgeon to discuss re-implantation.

Manufacturer narrative:
The device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The other observed damages are most likely attributable to the explantation surgery. The investigation results seem to match the problems mentioned in the patient report. This is a final report.

Event description:
The user reported that about 7 weeks ago he started hearing strange noises while using the device. The user was re-implanted.